Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the asymptomatic patient presented for normal generator change out procedure, it was noted that the leads were twisted and device had migrated from the original pocket into subcutaneous tissue. The right ventricular pacing lead impedance was greater than upper limit. Rv lead's proximal connector pin was bent and loose. The lead was capped and replaced on (B)(6) 2018. Device was also explanted and replaced. The ra and lv chronic leads had no issues so they remain implanted and in service. Patient¿s condition was stable post-procedure.

Manufacturer narrative:
Interrogation of the device revealed the device was at eri (or eol) when received, with no information given or is known to be a non-complaint return.